Event description:
Customer reported to siemens healthcare diagnostics that the advia centaur xp leaked fluid from the back and side onto the floor. The leaking fluid came into contact with an active floor mounted electrical outlet beneath the system. Fluid contact with the active outlet caused smoke to be generated. There were no visible signs of fire. The system was shut down, neutralizing powder applied to the fluid, the laboratory evacuated and the fire department was summoned to the scene. There are no reports of any injuries. No patient results were affected.

Manufacturer narrative:
A siemens healthcare field service engineer visited the site and examined the system. The floor mounted electrical outlet was de-energized by facilities engineering. The engineer found the leak coming from a waste bottle spigot that was not completely closed by the system operator. The instrument is performing within specifications. No further evaluation of the device is required.